Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received.

Event description:
It was reported that the rv lead was fractured. The lead was capped and removed from service. No patient complications have been reported as a result of this event.